Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. Review of the most recent repair record determined the motor speeds were unstable, the machined head, spring pin, and width plates were damaged, the reciprocating arm and screws were worn, and the hinge gasket was missing. The motor, sleeve, machined head, spring pin, reciprocating arm, screws, and hinge were replaced to resolve the reported issue. The width plates were returned as is. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. DHR was reviewed and no discrepancies related to the reported event were found. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign: united kingdom customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that outside of surgery during maintenance the device needed repair for damaged width plate, worn reciprocation arm, two worn screws, motor issue, and a missing hinge. There was no patient involvement. Due diligence is complete. No additional information is available.